Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says that the controller is charged but they cant connect or charge implant and says when it does connect to charge it takes "forever to charge". They tried to charge implant and it says controller battery is low so they plugged it into ac power cord. Pt says when they try to charge implant the recharger (rtm) heats up a lot. No symptoms were reported. (B)(6) 2022 rpl 328230 rtg0254899 (con): additional information was received. The pt called back and reported that they received the replacement rtm, however after a time or two of recharging the ins, battery empty recharge the controller was then appearing on the controller when charging the ins. Pt stated that they reset the controller and that the controller would then work for a little bit, however the issue was not resolved. Pt stated that the controller showed that the controller was charged to 100% when the message would appear. Pt confirmed that there was no apparent damage to the equipment and that the connection between the rtm and controller was fine. A replacement controller was sent to the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the complaint was unable to be verified. Found no issues with finding or charging ins. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.